Event description:
The complainant is the family member of a diabetic. The family member performed a blood glucose measurement with the glucometer elite and received a result of 40mg/dl. The family member felt that their blood sugar was low and ate a candy bar. Approximately 40 minutes later still not feeling well a repeat test was conducted. The meter registered hi which is a blood sugar greater than 600 mg/d. While on the phone an attempt was made to review the operation of the system. The customer did not have a check strip or control solution available. These items will be provided. Follow-up will be made with the customer to complete the investigation.